Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation after reaching the nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.